Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 3. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 3. Supplemental sent in part to correct information omitted from follow-up #2. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 this supplemental is being sent to include information omitted from follow-up #1. The lay user/patients test strips have also been returned and evaluated by lifescan product analysis; however, the following findings were not included in the previous submission: the test strips failed testing. The reported issue was confirmed. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. The alert date has been updated to reflect the date test strip evaluation was completed. The ¿device returned to mfg date¿ and evaluation codes have also been updated appropriately. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On(B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015. The reporter claimed blood glucose readings of ¿231, 206, 217, 112, 100 and 103 mg/dl¿ were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter informed the csr that the patient manages their diabetes with a combination of diabetes medications (metformin and jardiance) and claimed the patient did not make any changes to their usual diabetes management regimen in response to the alleged inaccurate results. The reporter stated the patient did not develop any symptoms as a result of the alleged issue however claimed the patient received health care professional (hcp) phone advice to administer 10 or 30 units of lantus insulin. The reporter denied that any other device was used for testing. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.